Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a crack detected in the primary curve of the 5f jl4 infiniti shaft. Therefore, it was not usable and another infiniti was used. There was no reported injury to the patient. The device was prepared and used per the instructions for use (IFU). Additional information was requested; however, the information was not obtained after multiple attempts. The device will be returned for evaluation.